Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During an atrial fibrillation / premature ventricular contraction procedure, the catheter could not be visualized and the case was cancelled. The magnetic sensor was not working and the catheter could not be visualized. The cables between the tactisys, ampere, and amplifier were all replaced, as well as using different grounding pads which did not resolve the issue. The case was cancelled with consequences to the patient.